Event description:
It was reported that the right ventricular (rv) lead experienced a gradual rise in both thresholds and impedance. In addition, there was high impedance and unstable thresholds exhibited. The lead was capped and replaced. No patient complications have been reported as a result of this event.